Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. The device was found to be in backup vvi. The patient had received external defibrillation. Device code download was successfully performed. The device went into backup vvi mode a second time, but the device code download was not performed. Device also detected an over current detection due to possible hv lead issue. The device was explanted and replaced as it was approaching eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via the device image and was due to a power-on reset. Cause of the power-on reset could not be determined. The reported field event of output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuit was found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. (B)(4).